Manufacturer narrative:
Section d references the main component of the system. Other medicseal products in use during the event include: brand name; product ID tm90t0 (B)(6); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for malignant pain and abdominal pain. It was reported that the patient stated that they were having trouble with their communicator. The patient mentioned that it won't stay charged and there was something wrong with the charging port. The patient added that the charging port was loose and they needed to wiggle to get it charging. The issue was not resolved. A request was sent to repair department to replace the communicator.